Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The caller stated that they do not know the official cause of death. The coroner thought that the customer had been dead for a few days. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death; it was removed by the paramedics and left at the customer's apartment. The caller was unsure if he customer was using sensors. The customer was not wearing a sensor at the time pf death. The caller agreed to return the insulin pump for analysis. The caller stated that the battery of the insulin pump seems to be dead or no battery in the device at all. The caller was unable to turn on the insulin pump.